Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dialudid (1 mg at .50046 mg/day) and bupivacaine (30 mg at 15.01385 mg/day) via an implantable infusion pump. It was reported that during a pump refill volume discrepancy was noted; the expected reservoir volume was 11.5 ml and the actual reservoir volume was 16 ml. The issue was unresolved with no further action planned.